Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The pt was described as obese, hypertensive, and the puncture site selection the superficial femoral artery may have contributed to the reported event. Additionally, a 4fr sheath was used during the catheterization. Per the IFU: the starclose vascular closure system is indicated for the percutaneous closure of common femoral artery access sites utilizing a 5f or 6f procedural sheath. Under the warning heading; do not use the starclose se vascular closure system if the puncture site is located in the superficial femoral artery. Device code: (off label use - superficial femoral artery, pt selection, and sheath size).

Event description:
Device malfunction: clip mislocation and hematoma. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of starclose se attempted arteriotomy closure of the superficial femoral artery using a 4fr sheath after a diagnostic procedure. Reportedly, after clip deployment, hemostasis was not achieved. The clip was noted to have deployed in the tissue track. After the device was removed, a small hematoma was found. Hemostasis was achieved using manual compression. The hematoma was expressed during manual compression. There were no reported adverse pt effects. No additional information was available.